Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 05-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. B11720) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bone pain ("bone pain"), ligament pain ("ligament pain") and back pain ("lumbar pain"). On an unknown date, the patient experienced asthenia ("asthenia") and gastrointestinal pain ("gastrointestinal pain"). The patient was treated with surgery (removal of the inserts by salpingectomy and hysterectomy will be required). At the time of the report, the pelvic pain, asthenia, gastrointestinal pain, bone pain, ligament pain and back pain outcome was unknown. The reporter provided no causality assessment for asthenia, back pain, bone pain, gastrointestinal pain, ligament pain and pelvic pain with essure. The reporter commented: appointment with a surgeon on (B)(6) 2017 for removal of the inserts by salpingectomy and hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging abdominal - on (B)(6) 2017: not provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2017 for the following meddra preferred term: pelvic pain- analysis in the global safety database revealed 2783 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: b11720 production date: mar-2013 expiration date: mar-2016. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain, around one year and half after placement. Removal of the inserts by salpingectomy and hysterectomy will be required. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion and device removal will be necessary. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal will be required. The product technical analysis concluded, the outcome of the investigation resulted in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. B11720) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bone pain ("bone pain"), ligament pain ("ligament pain") and back pain ("lumbar pain"). On an unknown date, the patient experienced asthenia ("asthenia") and gastrointestinal pain ("gastrointestinal pain"). The patient will be treated with surgery (removal of the inserts by salpingectomy and hysterectomy will be required). At the time of the report, the pelvic pain, asthenia, gastrointestinal pain, bone pain, ligament pain and back pain outcome was unknown. The reporter provided no causality assessment for asthenia, back pain, bone pain, gastrointestinal pain, ligament pain and pelvic pain with essure. The reporter commented: appointment with a surgeon on (B)(6) 2017 for removal of the inserts by salpingectomy and hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging abdominal - on (B)(6) 2017: not provided. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain, around one year and half after placement. Removal of the inserts by salpingectomy and hysterectomy will be required. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion and device removal will be necessary. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal will be required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.